Manufacturer narrative:
A visual inspection was performed on the returned guide wire. The reported stretched coils were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported stretched coils appear to be related to circumstances of the procedure. Based on the reported information, it is likely that the technique used during removal of the guide wire from the dispenser coils, the coils were inadvertently stretched and misaligned. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: code 1069 removed.

Event description:
Subsequent to the initially filed report, the following information was received: the tip coils of the balance middleweight elite guide wire were actually stretched and not separated. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that upon opening the package of the balance middleweight (bmw) elite guide wire, the tip coils of the guide wire were separated but the core was not detached. The device was not used and there was no patient involvement. Another same size bmw guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.